Manufacturer narrative:
Initial MDR was filed 18-mar-2021. Additional information (08-apr-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant calcium (ca) results on a dimension vista 1500 system. Hsc reviewed the information provided by the customer and the instrument data files. This was an isolated incident affecting one specific reagent well on one flex of dimension vista calcium (ca) lot 20160bb. The customer resolved the issue by loading a new flex of ca lot 20160bb. The customer continued to process patient samples on the analyzer and has had no other incidents related to this event. A potential product issue has not been identified. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) regarding discordant calcium (ca) patient sample results on a dimension vista 1500 system. Siemens is investigating the event.

Event description:
Discordant patient and quality control (qc) calcium (ca) results were obtained on a dimension vista 1500 system. The results were reported to physicians. The same samples were reprocessed on the original system after qc was detected outside of laboratory ranges. The repeat results obtained with a new calcium flex reagent cartridge were considered correct. Corrected patient reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant patient results.